Manufacturer narrative:
The device was not returned to mmdg. Because the device was not returned, no evaluation was performed and mmdg was not able to confirm the complaint.

Event description:
The initial reporter states that the device does not alarm when it does not dispense. Mmdg made multiple attempts to follow up and obtain additional information, however mmdg never received any return communication. It is unclear if the pump was in use by a patient or if this was discovered during testing. There was also no rate/dose information provided. [Complaint (B)(4)].

Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not confirm the complaint. Based on this, no MDR was needed.

Event description:
The initial reporter states that the device does not alarm when it does not dispense.mmdg made multiple attempts to follow up and obtain additional information, however mmdg never received any return communication. It is unclear if the pump was in use by a patient or if this was discovered during testing. There was also no rate/dose information provided. (B)(4).